Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a recent elective procedure to replace his implantable device. One week post implant, an alert was generated for pacing impedance measurements greater than 3000 ohms on this chronic right ventricular (rv) lead. The lead configuration was automatically reprogrammed from bipolar to unipolar due to the lead safety switch (lss) which occurred due to the out-of-range impedance. Lead testing was performed in both unipolar and bipolar configurations. Pacing impedance was greater than 3000 ohms, sensing was unremarkable, and threshold measurements could not be obtained in bipolar mode. However, pacing impedance was 400 ohms, sensing was 6.7mv, and threshold was 0.7v @ 0.4ms in unipolar mode. No noise was observed, and no pacing inhibition was observed with isometric exercises. Fluoroscopy was performed and identified the lead was under inserted in the rv port of the pacemaker. The patient was admitted to the hospital for a procedure to secure the lead in the device header. The connection was secured; however, impedance measurements were still out of range during testing with the device and using a pacing system analyzer (psa). Additionally, noise was observed when the distal pin of the lead was manipulated, and no capture could be obtained despite maximum device output. Further inspection confirmed the lead was fractured. Therefore, the lead was removed from service and surgically abandoned. A replacement lead was implanted with satisfactory sensing and pacing results. No additional adverse patient effects were reported.